Event description:
It was reported that the patient had fever following an implant procedure due to swelling at the pocket site. The patient was prescribed with antibiotics.

Event description:
It was reported that the patient had fever following an implant procedure due to swelling at the pocket site. The patient was prescribed with antibiotics. Additional information was received that the patient's pocket site was getting better.